Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading and meter bg reading were not provided. As a result of the alleged inaccuracy, the customer experienced a low bg of 31 mg/dl and experienced a hypoglycemic seizure. Reportedly, paramedics provided assistance to the customer for the low bg. No additional patient or event information was available. A root cause could not be determined.